Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to lead damage or defective and the helix would not fully extend. This rv lead was replaced, never in service and will be returned. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to lead damage or defective. Moreover, the lead helix would not fully extend. A new lead was implanted. No adverse patient effects were reported.